Manufacturer narrative:
Customer reported a low glucose event the morning of (B)(6) 2023 and the system did not notify him.upon review of dms data, it was observed that the user received low glucose alerts on (B)(6) 2023 from 5:33 am through 9:02 am. The user did not pursue medical attention as they were asleep, upon waking up, they self-treated by having breakfast. The user also stated that when he woke up his bg was in the 60's however he did not enter it as a calibration.no further investigation was found necessary for this complaint. H3.device evaluated by manufacturer?no,other h6. Investigation findings updated to 213 h6. Investigation conclusions updated to 67.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where the user reported a hypoglycemic event which happened on (B)(6) 2023. As per dms, the system asserted low glucose alerts, however, the user was asleep during the event.

Manufacturer narrative:
This MDR is a result of retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.